Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of charring on the distal end of the wire was observed on the media provided, which is expected after multiple rf deliveries. The allegation of an error code appearing on the generator could not be verified based on the provided media. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It has been reported that a versacross access solution kit was selected for use for a transcatheter aortic valve replacement (tavr) procedure. It was mentioned that during the procedure, the tip of the rf wire was noted char (black). Keep showing error code metal detected. Thus, the device was replaced, and the procedure was completed successfully. The reason behind the event is unknown. The problem associated with labeled use. The event occurred inside the patient body and no patient complication were reported. The device is not expected to be return for analysis (disposed). It was mentioned that rf was delivered 5 times. Act was over 300s. Heparin was administered before the femoral access.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It has been reported that a versacross access solution kit was selected for use for a transcatheter aortic valve replacement (tavr) procedure. It was mentioned that during the procedure, the tip of the rf wire was noted char (black). Keep showing error code metal detected. Thus, the device was replaced, and the procedure was completed successfully. The reason behind the event is unknown. The problem associated with labeled use. The event occurred inside the patient body and no patient complication were reported. The device is not expected to be return for analysis (disposed). It was mentioned that rf was delivered 5 times. Act was over 300s. Heparin was administered before the femoral access.